Event description:
Same case as MFR report #2134265-2008-01378 and #2134265-2008-01379. It was reported that following a coronary artery drug eluting stenting treatment procedure, acute thrombosis occurred. The calcified target lesion was at the bifurcation of the left main trunk to the proximal portion of the left circumflex (lcx) artery and the proximal to mid portions of the left anterior descending (lad) artery. An intraaortic balloon pump (iabp) had been placed as a precaution due to the location of the target lesion. The lesion was treated with a 1.25 mm rotablator burr. Intravascular ultrasound (ivus) was performed in the lad and lcx. The mid lad was predilated with a 2.5 x 18 mm non-bsc balloon catheter. A 3.0 x 16 mm taxus express2 drug eluting stent (des) was implanted in the lmt to the proximal lcx. A 2.5 x 24 mm taxus express2 drug eluting stent (des) was implanted in the mid lad and a 2.75 x 28 mm taxus express2 des was implanted in the lmt to proximal lad overlapping the 2.5 x 24 mm taxus express2 des. Ivus was performed. The stents were postdilated using an unspecified balloon catheter. All devices were considered to be well positioned and well apposed at the end of the procedure. Six hours following the procedure, the pt experienced chest pain with st-segment elevation and widening of the qrs complex on the pt's electrocardiogram. The pt's level of consciousness was noted to be "level 111-300." The pt required intubation. Ventricular fibrillation occurred with defibrillation attempts unsuccessful. Cardiac message was started with angiography revealing thrombosis occluding the area of bifurcation of the lad and lcx. The physician attempted to treat the occlusion with kissing balloon technique utilizing unspecified balloon catheters with no improvement in the pt's symptoms. Percutaneous coronary pulmonary support systems were inserted, and the pt was sent to bypass surgery. After surgery, the pt was sent to the ICU. The pt's current condition is being controlled with "iabp and medications." The pt remains sedated and unconscious with stable blood pressure.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.